Event description:
It was observed that during the device evaluation, the videoscope's upward and downward angulation lever plate and universal cord were sticky, and its adhesive on the bending section cover was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.